Manufacturer narrative:
It was reported that it was started to pass water through the heater cooler unit about 37 degrees and 30 minutes later there was condensation on the inner surface of the oxygenator. The quadrox was replaced with a new one and there was no reoccurrence of condensation. The failure occurred before use. The affected product was investigated in the getinge laboratory on 2023 (B)(6) with following conclusion: the visual inspection does not show any conspicuities. The integrity tests on the blood sides , water sides and the flow test also showed no leaks. As a result, the oxygenator is technically tight in its function. Therefore the most probable root cause was condensed water. According to the instruction for use (IFU) of the quadrox I neonatal / pediatric in the safety instructions for the oxygenator it is stated that due to a temperature gradient between the water and the gas supply as well as the ambient conditions, condensation could form in the quadrox-I during the water leak test which could lead to steam permeation. Getinge medical affairs assessed condensate and concluded that condensate may result from the presence of water vapor in either the ventilation gas or ambient air. As the condensate water is sterile, it does not affect sterility within the blood circuit. The production records of the affected product were reviewed on 2023-08-18. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "condensation on oxy" could be confirmed, but was not a device related malfunction. This complaint was found in the database of customer complaints for the quadrox device as a single event (timeframe from 2022-06-24 till 2023-06-24). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: new information was received on 2023-07-10 that the failure and the exchange of the product occurred before use. Therefore maquet cardiopulmonary has re-evaluated the reporting decision, and since this failure happened prior to patient treatment, the complaint could not lead to death or serious injury. Therefore, this event is now considered to be non-reportable in the USA.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that at 8:15 am, start passing water (about 37) through the heater cooler unit. 30 minutes later, condensation was on the inner surface of the oxygenerator. Since there had never been condensation on the inner surface of the oxygenerator before and it felt strange, the customer replaced it with a new one. The same usage has been used up to now, but since it occurred only on this one, the customer request an investigation. The usual procedure is to attach a coupler to the port of the heater cooler unit after setting up the oxygenerator, and pass water (37) through it. In the meantime, the circuit is set up. No co2 or gas insufflation was performed. Operating room: temperature 25, humidity 32%. Oxygenerator storage room: temperature 24, humidity 33%. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing. H3 other text : 4118.

Manufacturer narrative:
New information was received on 2023-07-10 that the failure and the exchange of the product occurred before use. Therefore maquet cardiopulmonary has re-evaluated the reporting decision, and since this failure happened prior to patient treatment, the complaint could not lead to death or serious injury. Therefore, this event is now considered to be non-reportable in the USA. Nevertheless, a follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).